Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on a stored episode. Boston scientific technical services (ts) explained to the boston scientific representative that it appears to be cautery noise. It was indicated that it was unknown if the patient had a procedure that day. There was also a subsequent stored episode which exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. In addition, the ra lead pace impedance measurements were noted to be intermittent, ranging from 494 ohms to approximately 2400 ohms, which is high out of range. The ra lead is not a boston scientific product. Ts recommended to program off the rrt sensor. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).